Event description:
The customer observed the malfunction that the 02 gas module stopped regulating the gas flow, at the performed service 10/24/97. The o2 flow increased. Short time later smoke was detected from the 02 gas module.